Event description:
Information received indicates the bed is drifting down.

Manufacturer narrative:
The technician found the hi/low drive brake spring was dirty. The technician cleaned and degreased the brake spring to repair the bed.